Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "clinical outcomes of vonoprazan-treated patients after endoscopic submucosal dissection for gastric neoplasms: a prospective multicenter observation study". The purpose of this literature was to prospectively assess the efficacy of vpz in preventing delayed bleeding after gastric esd in comparison to ppis in this multicenter observation study. In the literature, it was reported as follows; the study comprised 253 consecutive vpz patients who underwent esd for gastric neoplasms between december 2016 and june 2018. In the ppi group, 385 consecutive patients with 385 gastric neoplasms took ppis during the esd period. The esd was performed using the following devices: it knife (kd-610l/kd-611l/kd-612l), dual knife (kd-650l/kd-655), needle knife (kd-1l-1), flush knife (dk2618jb/dk2618jn/dk2620j; fujifilm medical), sb knife (md-47706/md-47704/md-47703w; sumitomo bakelite), or clutch cutter (fujifilm co.) And the vio300d (erbe). During esd, endoscopic hemostasis was performed using either the device itself or various hemostatic forceps, including a coagrasper (fd-410lr/fd- 412lr; olympus) or hemostasis forceps (hdb2418w; hoya), whenever active bleeding was noticed. Follows complications were reported. Stomachache vpz=9, ppi=20, fever vpz=8, ppi=15, intraoperative perforation vpz=3, ppi=5, delayed bleeding vpz=10, ppi=9, pneumonitis vpz=0, ppi=2. In addition, one patient in the vpz group and 2 patients in the ppi group required blood transfusions. These patients after discharge required hospitalization. Omsc assumes that these complications cannot be denied a relationship with the subject device due to the esd procedure used by the subject device. Based on the available information, omsc assumes that stomachache, fever, and pneumonitis were not serious injuries due to no information provided. Whereas, omsc assumes that the intraoperative perforation was a serious injury since the intraoperative perforation might be caused or contributed to a death or serious injury. And 3 of delayed bleeding were serious injuries due to required blood transfusions and hospitalization therefore, omsc assumes that intraoperative perforation and delayed bleeding were adverse events to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc will submit 2 medical device reports (MDR) of the subject device for intraoperative perforation and delayed bleeding. This report is 1 of 2. This report is regarding intraoperative perforation.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.